Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 1297 mg/dl. Customer stated that spouse called paramedics due to unresponsiveness. Diagnosed diabetic ketoacidosis. Customer stated that she was unresponsive for three days. The hospitalization was a total of ten days. Customer responded to notification letter. Customer is not sure that she will use the insulin pump again, due to hospitalization in 2011. Nothing further reported.